Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2018, a c4608s cusa excel 36khz curved extended precision tip had a foreign material upon inspection. There was no patient involvement reported. Additional information has been requested.

Manufacturer narrative:
The device has been returned and underwent further investigation. The returned unit was received in the original packaging tray and was found completely sealed. The unit was visually inspected and the reporting facility picture was used to determine the position of the foreign material and the particle was not observed in that position. The whole package was visually inspected and the foreign matter (particle) was observed in another position. The outer tray was carefully removed and visually evaluated, the particle was found inside the outer tray. Moreover, the inner tray (first tray packaging) was visually inspected, it was completely sealed and no foreign matter was observed. Given that the particle was in the outer tray, and not in the inner tray, the unit was not impacted by the foreign material. According to the DHR review, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. The reported condition is confirmed in the outer tray position. Alcohol wipes are used to clean up the trays during the manufacturing/packaging processes of the product. This type of events is easily to prevent or detect during the different inspections levels of the manufacturing and packaging processes of cusa tip products. During the inspection, because the particle was loose, it may have happened that the particle was in a non-visible place. Given that the particle was in the outer tray, and not in the inner tray, the unit was not impacted by the foreign material. The root cause for the reported condition is undetermined.